Event description:
Olympus received a video clip which reported that 39 patients allegedly contracted e.coli after undergoing a procedure at the user facility. It was reported that 18 of those patients had expired and seven patients had expired within 30 days after undergoing their procedures. In addition, it was stated that one of the 18 patients who expired, underwent an endoscopic retrograde pancreatography (ercp) procedure which used an olympus duodenoscope (model/serial number unspecified) and the patient reportedly contracted a drug-resistant strain of e.coli. The exact cause of the patient's outcome cannot be conclusively determined at this time. Originally, olympus was informed of 37 alleged patient infections in which 11 patients had expired. Based on the new information received olympus will submit two initial mdrs to account for the 39 patients. (Please cross reference 2951238-2015-00230 and 2951238-2015-00231) olympus followed up with the user facility to obtain additional information regarding the reported events by telephone and in writing but with no result.

Manufacturer narrative:
The user facility has not provided the specific model and serial number of the scopes involved into the reported events. Therefore, it is unknown if the user facility has returned the scope to olympus for service or evaluation. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. There was no reprocessing deviations noted, but the user facility was found to be using a non-olympus automated endoscope reprocessor (aer) and a non-olympus flushing pump. The exact cause of the reported events could not be conclusively determined at this time, but pre-existing condition of the patients could not be ruled out as a contributory factor to the reported events. If additional and significant information becomes available at a later time these reports will be supplemented. The following five reports will be supplemented to change the report type from serious injury to deaths: 2951238-2014-00352, 2951238-2014-00353, 2951238-2014-00354, 2951238-2014-00355 and 2951238-2014-00357 please cross reference the remaining MFR. Report numbers: 2951238-2014-00347, 2951238-2014-00348, 2951238-2014-00350, 2951238-2014-00351, 2951238-2014-00356, 2951238-2014-00358,2951238-2014-00359, 2951238-2014-00360, 2951238-2014-00361, 2951238-2014-00362, 2951238-2014-00363, 2951238-2014-00364, 2951238-2014-00365, 2951238-2014-00366, 2951238-2014-00367, 2951238-2014-00368, 2951238-2014-00369,2951238-2014-00370, 2951238-2014-00371, 2951238-2014-00372, 2951238-2014-00373, 2951238-2014-00374, 2951238-2014-00375, 2951238-2014-00376, 2951238-2014-00377, 2951238-2014-00378, 2951238-2014-00379, 2951238-2014-00380, 2951238-2014-00381, 2951238-2014-00382, 2951238-2014-00383.